Event description:
As reported for this event by the customer, immediately after the start of an unknown therapeutic procedure the teflon pad (tissue pad) of the device was separated. The fallen piece was recovered; however, it is not known where the separated piece had fallen. The procedure was completed with a new device. There is no harm or adverse impact to the patient.

Manufacturer narrative:
Full name of the facility is medical corporation (B)(6) healthcare system (B)(6) hospital. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection. Particular areas of review are inspection of ultrasonic output and appearance. Upon inspection, it was observed that the teflon pad (tissue pad) was worn out. It was partially torn with a piece missing in one area. The missing piece was not returned for investigation. The exact cause of the issue could not be determined. However, based on investigation results in the past, a likely mechanism causing the detachment of the tissue pad might be the following: grasping section was closed without grasping anything between the grasping section and the distal end of the probe while ultrasonic output was activated (this includes after tissue resection). This might have caused the tissue pad to wear out. A force was applied to the torn tissue pad. This caused the tissue pad to sever and detach partially. The instructions for use includes the following statements that warn against the issue: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Addendum mar 10, 2022: the broken piece did not fall into the patient. The procedure is laparoscopic cholecystectomy. No alarms or error messages were received for the event. There was no delay in the completion of the procedure. The patient did not need additional anesthesia. The device was inspected prior to use with no anomalies noted. There was no cable damage.

Manufacturer narrative:
Additional information has been received from the customer. Correction is being made to instructions for use (IFU).this supplemental report is being submitted to provide this information. The settings and what function the doctor was performing at the time of the event is not known. It is not known if the connection points to the generator were inspected. Nor is it known if the transducer cords or the cords of any other medical device (e.g. Electrocardiograph) were bundled. Correct IFU: ·do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.